Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation inside the blower kit. During the evaluation, secondary findings was observed and dust like contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was thirty-two error codes found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation inside the blower kit and unit got scrapped. Device problem code, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. There was no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.